Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. A system check was performed and the pump performed as intended. As the occlusion alarms occurred during bolus deliveries, the customer was unsure of how much insulin had been delivered. Customer delivered additional insulin via a manual injection resulting in a low blood glucose (bg) level; bg value not provided. Juice and food were consumed to address bg.